Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2015: the patient had unspecified injuries related to the bard/davol ventralex (device #1). On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #2). The patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1) and bard/davol ventralight st (device #2). Attorney alleges general allegations against the bard/davol ventralex (device #1) and bard/davol ventralight st (device #2) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2015: the patient had unspecified injuries related to the bard/davol ventralex (device #1). (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #2). The patient is making a claim for an adverse patient outcome against the bard/davol ventralex (device #1) and bard/davol ventralight st (device #2). Attorney alleges general allegations against the bard/davol ventralex (device #1) and bard/davol ventralight st (device #2) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿the sac was identified and dissected all around and excised. The omentum adherent to the peritoneum was dissected and excised. A ventralex mesh (device #1) was placed and sutured.¿ (B)(6) 2015 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with partial removal of ventralex mesh (device #1) and implant of synthetic mesh. Per operative notes, ¿the hernia was identified with 2 loops of small bowel adherent to previous mesh (device #1). The mesh was completely lysed from abdominal wall and the mesh from small bowel not removed and implanted with synthetic mesh.¿ (B)(6) 2016 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the explant of ventralex (device #1). Per operative notes, ¿a midline incision made in umbilicus and the previous marlex mesh (device #1) adherent to the anterior abdominal wall and the mesh was separated from the abdominal wall by lysing multiple adhesions. The small terminal portion of ileum was adherent to mesh. A limited small bowel with mesh was resected and sutured.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st (device #2). Per operative notes, ¿the fragment of the additional mesh was identified and resected. The fascia was opened; several adhesions of mesh and small bowel was lysed and implanted with ventralight st (device #2)." Attorney alleged that the patient had adhesions, mesh migration, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had continues pain and discomfort. The size of the belly is abnormal and painful.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 3 months post implant of mesh ¿ ventralex, patient was diagnosed with hernia recurrence, adhesions and pain thereby underwent removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr represents the bard/davol mesh ¿ ventralex (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.